Event description:
Independent repair center: customer alleged is not listed but they allege the unit smells like smoke and the key failure and the tie wraps were defective. They sprayed odor ban on unit.